Event description:
(B)(6) 2026 17:34:35 dop114-980doc_ver_bc: beep/vibrate anomaly/constant tone customer reported an audio/vibrate anomaly. (B)(6) 2026 17:34:35 dop114-980doc_ver_bc: display - flashing/white/blank/frozen/partial customer reported an issue with the pump display. (B)(6) 2026 17:34:35 dop114-980doc_ver_bc: labeling/packaging "customer reported product damaged upon receipt, prior to use."

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was not received with original packaging. After battery installation unit gave a flashing medtronic logo. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to test for alarm/audio anomaly due to display anomaly preventing further testing. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage was noted on electronic stack. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: scratched case and pillowing keypad overlay. In conclusion, customer's allegations of blank display were not confirmed when unit powered on with flashing medtronic logo. Allegations of out of box damage were unknown as unit was not received with original packaging. Allegations of alarm/audio anomaly unknown due to display anomaly preventing further testing. However, allegations of flashing medtronic logo were confirmed when unit powered on with flashing medtronic logo. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.